Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the patient underwent a primary right l4-l5 spinal root decompression. Thirteen days later, the patient presented with transient return of right leg pain. The investigator noted the event as moderate in intensity. Pain management with 3 epidural steroid injections. Complete resolution of pain four months later. Repeat MRI was negative except for granulation tissue at l4-l5 right side. The outcome of the event was resolved with treatment four months later. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted possible explanation for the event as transient nerve root swelling.